Event description:
It was reported by the patient that a malfunction had occurred while using their omnipod 5 controller app. The patient was adamant that they had contacted us prior about the malfunction but after extensive research of our complaint database no prior communication was found. The patient alleged that when this occurred he tried administering .4 units but the system was showing 4 units delivered. Customer stated he will see a negative number and the calculator is still trying to provide a bolus. No injuries or medical intervention was required due to the malfunction.

Manufacturer narrative:
This malfunction is the subject of a field safety correction. Reference FDA: res number 93511. The patient profile was reviewed, no other cases regarding this issue could be located- despite patient stated it was reported.